Manufacturer narrative:
A ge representative contacted the customer by phone and directed them in repairing the system. System operates as intended.

Event description:
It was reported that the system would not complete boot up. No patient injury was reported.